Manufacturer narrative:
Main investigation conclusion: there were incidental findings of broken strain reliefs, dim led, faded serial number label, cosmetic damage, no external power alarms, atypical power cable disconnect alarms. The reported event of the heartmate ii system controller white power lead overheating was confirmed. The heartmate ii system controller (serial number: (B)(4)) was returned for analysis; however, a log file was downloaded for review. A review of the log files showed events spanning 26 days ((B)(6) 2001, (B)(6) 2021 per timestamp). The events captured on (B)(6) 2001 were recorded while the clock was not set and therefore, the dates and times of the events could not be accurately recorded. There were no notable alarms active in the log file pertaining to the reported event. Pump operation was not affected. The system controller underwent preliminary and functional testing and did not pass initial testing due to smoke extruding from the white power cable upon connection to the power module. The power cables were exchanged for test cables and was then retested. The system controller was able to function as intended following the power cable exchange. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The returned white power cable was cut open to inspect the conductors. The yellow, clear, and green conductors were found to contain burn marks and exposed wire with the yellow conductor containing the most damage. The white power lead underwent continuity testing and the orange and blue wires were noted to have increased resistances. The controller underwent a temperature test by measuring the controller temperature while operating a mock loop. The controller was noted to have a temperature that was in accordance with design specifications. Additional information provided stated that exchanging the controller resolved the overheating issue. The root cause for the reported events was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power and power cable disconnect alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-04965. It was reported that the controller white lead was overheating only when connected to the mobile power unit (mpu). A visible burned spot was seen on the white lead. The ventricle assist device (vad) coordinator was able to reproduce the event while in the clinic. The controller was swapped. The controller was returned for evaluation. The mpu was also returned as a precaution.